Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the keypad. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported a 840 ventilator with an erratic keyboard. There was no patient harm or injury reported.